Manufacturer narrative:
The reported issue was addressed with phone support. The customer swapped out the universal seal with a backup to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. An rfe procedure review confirmed that the incisional hernia ipom procedure was performed on (B)(6) 2022 via system (B)(4). This complaint is being classified as a reportable event due to the following conclusion: the universal seal to the port broke while inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure the universal seal broke and had to be replaced in patient. The procedure was completed with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.